Event description:
It was reported that bd q-syte closed luer access device separator membrane is indented. The following information was provided by the initial reporter, translated from chinese to english: 2023.9.9, sub-diaphragm needleless closed infusion connector, used to connect the infuser line PICC catheter, to ensure the normal operation of infusion, due to quality problems, sub-diaphragm invagination, can not be normal infusion, immediately replaced with a new connector, to ensure that the infusion is smooth alternate translation: use process: on september 9, 2023, the separator membrane needleless closed infusion connector is used to connect the PICC catheter of the infusion set to ensure the normal operation of the infusion. Due to quality problems, the separator membrane is indented and cannot infuse normally. Please replace it with a new connector immediately to ensure the infusion. Unobstructed. Instrument failure symptoms: separating membrane invagination

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. Lot # 2118457 was provided and verified by the customer, but it is not found in our system related to the reported material number.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
Additional information: on examination of the instrument, no obvious defect in the diaphragm was found. The septal invagination problem was not identified prior to use on the patient. Because the defective product has been discarded, it is not possible to provide the article number, batch number, hd photo or video of the defect, and the non-defective sample can be returned.